Event description:
At the end of a tf tavr case the two perclose devices were cinched but were not successful closing the right common femoral artery. Balloon tamponade was performed with a 40mm balloon but the bleeding continued. A covered stent was placed. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).